Manufacturer narrative:
(B)(4). A sample for evaluation is expected but not yet received. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection identified the reported condition of particulate matter. The particulate matter was located on the front side of the manual addition port, assembled between the port body and the cap/cover and not in the fluid path. This component is assembled at baxter supplier; therefore, this particulate matter originated at the supplier. A supplier corrective action investigation has been initiated. Should additional relevant information become available, a follow-up report will be submitted.